Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer's blood glucose was approximately 168 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.